Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
Customer initially reports a person using integra headlight suffered a burn to the head from the module meeting when using our mlx light source. (B)(4) 2014, regional business manager for integra reported that the hospital risk manager informed him that there was no burn to anyone, no harm done. (B)(4) 2014, dealer confirms this is the device that burned through the melting. (B)(4)2014, although risk manager promised answers to email, none received yet. Number 1 of 3 devices reported.